Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure for aneurysm rupture utilizing a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg conformable) and gore® excluder® aaa endoprosthesis (contralateral leg and iliac extender). On (B)(6) 2024, the field sales associate (fsa) was notified by the physician that the patient has infected endografts and is being transferred to an other institution for treatment. At time, information is not available if physician plans to explant the devices or next step of treatment. On (B)(6) 2024, additional information received: cause of infection is unknown and an explant procedure was done on an unknown date and it is unknown if one or all 3 devices were explanted. Patient is doing well after the explant procedure. No further information is available.

Manufacturer narrative:
Added g3/g4, h1/h2 and h6. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: infection (e.g., aneurysm, device or access sites). H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications.